Manufacturer narrative:
Product analysis: analysis confirmed that the programmer's stylus was hesitant to follow the stylus. A printed circuit board (pcb) for the display was replaced and the display was calibrated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the cursor on the programmer display. The programmer was returned for service. There was no patient involvement.